Manufacturer narrative:
Philips service replaced the mpd control unit and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray was unavailable due to velara generator not being reachable by host pc on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.